Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and inflammation. Surgical intervention was performed and the implantable cardioverter defibrillator (ICD) was removed from the pocket and the tissue in the pocket was cleaned with saline. The ICD was inserted back into the pocket and the remains in service. The patient will continue to be treated with antibiotics for the time being. No additional adverse patient effects were reported.

Event description:
Additional information provided from the field indicates the system was explanted. No additional adverse patient effects were reported.